Event description:
The customer reported a calibration failure on a current lot of nbil slides. The customer had removed a slide from the analyzer read station during the calibration. This scenario is consistent with a malfunction that could have caused a falsely elevated pt glucose result to be reported. There was no report of pt harm as a result of this event.